Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined drawer 3 not recovering. A field service engineer replaced pyxibus control board for main drawer 3 to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 has failed and not recovering. Customer stated trying to issue medication it causing malfunction, drawer was inaccessible due to hardware failure which caused delay. There were no adverse events or injuries reported based on this event.